Manufacturer narrative:
UDI related data quality updates only the UDI number is: (B)(4). The following is corrected data, as the original identification information sent did not match the data submitted to the global unique device identification database (gudid): d1 brand name: swan-ganz pacing td catheter d2a common device name: electrode, pacemaker, temporary d2b device product code: ldf

Manufacturer narrative:
Our product evaluation lab received one model d205f7 pacing catheter. The customer report of pacing issue was confirmed. No other visible damage or inconsistency was observed from catheter body, syringe, connectors and balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing found that there was an open condition in the ventricular distal circuit (#1) and in the atrial distal circuit (#3) respectively. The rest of the circuits (#2, 4, 5) were continuous without short conditions. Further examination confirmed that the ventricular distal leadwire was broken/detached around electrode #1 and that the atrial distal leadwire was broken/detached around electrode #3. It was also confirmed that the ventricular distal circuit (#1) was continuous from the broken lead wire to ventricular distal pin and that the atrial distal circuit (#3) was continuous from the broken lead wire to atrial distal pin. An engineering evaluation was preformed to assess for any manufacturing related processes which could be correlated to the complaint, a manufacturing root cause could not be confirmed. The IFU contains a precaution: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode or thermistor wire circuitry. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that it was unable to pace during use. The following information was unavailable: background of malfunction occurrence, the phase when the catheter got unable to pace, what kind of surgery/examination the catheter was used for, whether the patient had cardiac conduction defect or whether the catheter was replaced. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.